Event description:
The user facility reported that a pt was refilling his mark 5 portable liquid oxygen unit from the 50r70 reservoir. Allegedly, the fill valve froze open on the reservoir resulting in burns to his left hand and thigh. The pt did not feel the liquid oxygen injuries due to decreased sensation in his extremities. The homecare provider quarantined both units after the incident. An eval was performed and no malfunctions were found. The homecare provider reported that the pt walked away during the filling process which caused the units to freeze together. Based on the reported info, user error is likely to have caused this incident. Since the pt was "refilling" his portable, the fill connectors may not have been clean and dry as required in product filling instructions to avoid malfunctions due to freezing. Additionally, the valve lever must be held during the filling process which takes approx 1-2 minutes. This requirement makes walking away during the filling process impractical. Co believes that the units were not disengaged immediately after the filling process which caused the units to freeze togerther. Product labeling instructs that force is not to be used if the units are frozen together. Instead, allow the units to warm, and then disengage when the parts have thawed. The mark 5, was mfg on 11/23/93.